Event description:
Patient reported unknown side "infection" and "recall." The device has been explanted.

Manufacturer narrative:
The event of infection (late onset ) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).